Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the customer's report of "november 2021." The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound from the adc device when the customer became hypoglycemic. The customer experienced symptoms of seizure, loss of consciousness, and an ambulance was called. Paramedics administered IV dextrose to raise blood glucose for treatment of hypoglycemia. The customer additionally indicated that "this happened 3 times during the 9 days the customer was wearing the sensor and chose to remove the sensor and start a new one at this point." No additional information was provided. There was no report of death or permanent injury associated with this event.